Manufacturer narrative:
The device was returned for analysis. Analysis could not confirm the reported event of the device generating excessive heat. Pre-repair temperature testing was performed. The following are the pre-repair temperatures of the device after 1 minute: t1 ¿ 76.8 degrees f and t2 ¿ 77.2 degrees f. The ambient temperature was 74.2 degrees f. Evaluation found no fault with the device. The device was tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales representative reported that device generated excessive heat. There was no patient impact.